Event description:
The customer reported that the system displayed a generator communication error. This error will cause the system to lockup, shut down, or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcbs in the workstation were reseated. The system was tested and found to be working as intended and returned to service.